Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. Bd acknowledges that the customer has had an issue with the incident lot(s). A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Poor barrier separation can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to poor barrier separation range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in poor barrier separation .

Event description:
It was reported that gel failure occurred after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, was the tube mixed properly after the collection? Yes. How long was the sample allowed to clot? Yes. Was fibrin present in the serum? Yes. Were the recommended centrifugation g-force, time, and temperature observed? What is the centrifugation ramp-up speed? Yes, 3500 rpm for 10mins. When was the calibration of the centrifuge last checked? August 2019. What type of centrifuge was used, fixed angle or swing bucket? Fixed angle. Were the centrifuge sleeves balanced to assure proper performance? Yes. Is the centrifuge temperature controlled? If so, to what temperature is it set? Room temp not exceeding 30 degrees celsius. What did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Was there a complete barrier? Slanted gel on the side, none. Does the poor barrier appear in all tubes or only occasionally? Occasionally. Are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Hand carried from ward to the laboratory using a warding box (the sample is inside the warding box carried by the interns. Are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes, room temperature. Does the patient have abnormally high protein levels (protein disorder)? Unconfirmed. The test requested are electrolytes and no previous result of protein. What was storage conditions? Where they stored in refrigerator prior to use? No. Room temperature." 5 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gel failure occurred after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, was the tube mixed properly after the collection? Yes. How long was the sample allowed to clot? Yes. Was fibrin present in the serum? Yes. Were the recommended centrifugation g-force, time, and temperature observed? 5. What is the centrifugation ramp-up speed? Yes, 3500 rpm for 10mins. When was the calibration of the centrifuge last checked? August 2019. What type of centrifuge was used- fixed angle or swing bucket? Fixed angle. Were the centrifuge sleeves balanced to assure proper performance? Yes. Is the centrifuge temperature controlled? If so, to what temperature is it set? Room temp not exceeding 30 degrees celsius. What did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Was there a complete barrier? Slanted gel on the side, none. Does the poor barrier appear in all tubes or only occasionally? Occasionally. Are the tubes being transported from one location to another, if so, by what means (pneumatic tube, robot, hand carried, courier, ground vs. Air)? Hand carried from ward to the laboratory using a warding box .(the sample is inside the warding box carried by the interns.) Are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes, room temperature. Does the patient have abnormally high protein levels (protein disorder)? Unconfirmed. The test requested are electrolytes and no previous result of protein what was storage conditions? Where they stored in refrigerator prior to use? - no. Room temperature. 5 occurrences were reported.